Manufacturer narrative:
MFR received date: 09/02/2014.conclusion / root cause: the data acquisition pcba and motor controller pcba were tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator was alarming during normal ventilation operation due to a pressure sensors failure. The customer reported the device was being setup prior to patient use therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted the pressure sensors failure as reported. The fse replaced the data acquisition and motor controller pcb boards to address the reported problem. Applicable final testing was performed per operating specifications.